Manufacturer narrative:
Patient information was unavailable from the site. Lot number not available on the date of filing. No parts have been received by the manufacturer for evaluation. Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a biopsy needle being used with a navigation system. It was reported that during a cranial biopsy procedure the biopsy needle channel was too narrow, the stylet did not fit into the channel. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. Navigation was aborted for the procedure and the case was completed with a different product. There was an unspecified delay to the procedure.

Manufacturer narrative:
The part was received and analysis found the device to be fully functional. If information is provided in the future, a supplemental report will be issued.